Event description:
It was reported that patient used leg bag with their condom catheter. Patient advised urine was not drained into the leg bag but overflowed from the top. The condom catheter was adhered to patient anatomy properly. Representative explained leg bags were not vented and sometimes tend to air lock. This can be remedied by disconnecting the bag from the tubing and broke the air lock. It was possible the bag has a vapor lock that was caused by the sides of the bag sticking together. If this happened, try separating the sides of the bag away from each other. Separating the sides of the bag prior to use may also help prevent a vapor lock.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that patient used leg bag with their condom catheter. Patient advised urine was not drained into the leg bag but overflowed from the top. The condom catheter was adhered to patient anatomy properly. Representative explained leg bags were not vented and sometimes tend to air lock. This can be remedied by disconnecting the bag from the tubing and broke the air lock. It was possible the bag has a vapor lock that was caused by the sides of the bag sticking together. If this happened, try separating the sides of the bag away from each other. Separating the sides of the bag prior to use may also help prevent a vapor lock.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The potential root cause for this failure could be due to "vent blocked creating vacuum in bag (excludes non-vented bags), occlusions (for bed/leg bags)". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿directions for use: 1. Separate notches within circles. Pull straps through holes and around leg. 2. Position bag on leg with flutter valve at top. 3. Attach catheter or extension tubing to top inlet. When wearing bag below knee, attach bard® extension tubing (catalog no. 150615 or 4a4194). When using extension tubing, make sure to connect tube at least to the 3rd taper of the connector. 4. To empty dispoz-a-bag®, push green lever on flip-flo¿ valve out and down. Important: be sure to reclose flip-flo¿ valve after emptying bag. 5. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable, local, state and federal laws and regulations.¿ h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.